Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The advancer tube was not returned. The remainder of the sealant was protruding out from the side slit on the outer cartridge tubing and exposed to blood. No grip tip was found in the returned remainder of the sealant. No anomalies were observed on the catheter and shuttle cartridge. The review of the lot history record (f1515411) indicated that the changes in the alarm set point for the dew-point meter noted in a nonconforming material report did not cause or contribute to the reported incident and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an over-tamping, potentially contributing to sealant being stuck to the advancer tube during the removal of the advancer tube out of the tissue tract. The mynxgrip instruction for use (IFU) states that, "gently advance the advancer tube until single marker is fully visible." If the tamping tube was pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. In addition, if proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. However, without the return of the advancer tube, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following the deployment of the mynxgrip device which was being used for arterial closure, parts of the sealant was stuck to the device components and at the incision site. The mynx device was prepped per standard protocol. The device was inserted into the 5f procedural sheath and the grey handle was shuttled down completely without incident. It was reported that significant resistance was not felt when shuttling down, however, upon removal of the procedural sheath, some resistance was felt. Unusual force was not applied when retracting the procedural sheath. The rest of the deployment went on without incident. Upon removal of the tamp tube, parts of the sealant were observed on the tamp tube and a small amount at the incision site. There was slight oozing present at the incision site when the device was removed, so the user converted to manual compression for a duration of 10 minutes to achieve hemostasis. It is suspected that some sealant was deployed (as evident by the minimal time spent holding pressure after deployment). The groin was described as stable following manual compression and was dressed per hospital protocol. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available.